Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left hip"), device breakage ("device location of device: I still have a piece of the essure coil in my left hip") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included ureterolithiasis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), the first episode of vaginal discharge ("vaginal discharge,"), the first episode of fatigue ("fatigue"), abdominal pain ("abdominal [pain") and the second episode of fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, mood swings, urinary tract infection, nausea, dyspareunia, abdominal pain and the last episode of vaginal discharge outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the last episode of fatigue was resolving. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of fatigue, the first episode of vaginal discharge, the second episode of fatigue and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted: date of implant:(B)(6) 2012 , (B)(6) 2012 0:00. Date of explant: (B)(6) 2015, (B)(6) 2014. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2015: .endocervical curetting¿s: superficial fragments of benign endocervix and lower uterine segment with focal stromal breakdown. B. Endometrial curettings: disorder endometrium with focal stromal breakdown. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Events:hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, malposition of essure device location of device: left hip, migration of essure device location of device: I still have a piece of the essure coil in my left hip confirmed with an x-ray, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, vaginal discharge were added. Event outcome were added. Lab data, medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left hip'), device breakage ('device location of device: I still have a piece of the essure coil in my left hip') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included ureterolithiasis. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In may 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), the first episode of vaginal discharge ("vaginal discharge,"), the first episode of fatigue ("fatigue"), abdominal pain ("abdominal [pain") and the second episode of fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, mood swings, urinary tract infection, nausea, dyspareunia, abdominal pain and the last episode of vaginal discharge outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the last episode of fatigue was resolving. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of fatigue, the first episode of vaginal discharge, the second episode of fatigue and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted: date of implant:(B)(6) 2012 0:00 date of explant: (B)(6) 2015, jun-2014 current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on 27-jun-2012: total bilateral occlusion. Pathology test - on 27-feb-2015: .endocervical curetting¿s: superficial fragments of benign endocervix and lower uterine segment with focal stromal breakdown. B. Endometrial curettings: disorder endometrium with focal stromal breakdown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left hip/malposition of essure device location of device: left hip'), device breakage ('device location of device: I still have a piece of the essure coil in my left hip/piece of the essure coil in left hip') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: nuva-ring in 2012. Concurrent conditions included ureterolithiasis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti/infection (bladder/urinary tract/vaginal): uti"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue") and abdominal pain ("abdominal [pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and hysterectomy full, salpingectomy (bilateral removal of fallopian tube)). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, mood swings, urinary tract infection, nausea, dyspareunia, vaginal discharge, abdominal pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered abdominal pain, arthralgia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2012 , (B)(6) 2012 0:00. Date of explant: (B)(6) 2015, (B)(6) 2014. Current weight 220 lbs. Previously reported insertion date was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2015: .endocervical curetting¿s: superficial fragments of benign endocervix and lower uterine segment with focal stromal breakdown. B. Endometrial curettings: disorder endometrium with focal stromal breakdown. X-ray - in (B)(6) 2012: piece of essure coil in left hip. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: hip pain was added. Essure removal procedure and removal date was updated. Medical history was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.